Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On 10/11/2024, it was reported that the patient noticed her cgm was reading low mg/dl. No bg meter comparison value was done at this time. The patient was wearing a tandem insulin pump. The patient was also vomiting. The patient¿s caretaker called 911. Once emergency medical services (ems) arrived, the patient was told that her cgm was ¿not reading correctly¿. However, can not recall the specific cgm or bg comparison values. Ems transported the patient to the emergency room. The patient stated was treated with a medication, which she believes was glucose, but cannot recall the specifics (including the route). The patient was discharged later the same day when her bg meter reading was 250 mg/dl. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).